Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformities in the DHR related to the reported event. A supplemental medwatch report will be submitted when the eval results of the iabp and patient basic info becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "auto fill failure" alarm. No patient injury was reported.